Event description:
It was reported that helium loss occurred during use on patient. No blood noted in the driveline tubing. The sales rep stated, "the helium driveline after questioning [the clinician] was clear, clean and dry." As a result, the iab was removed, and therapy ended. Patient condition listed as fine, there was no report of complications or injury to patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that helium loss occurred during use on patient. No blood noted in the driveline tubing. The sales rep stated, "the helium driveline after questioning [the clinician] was clear, clean and dry." As a result, the iab was removed, and therapy ended. Patient condition listed as fine, there was no report of complications or injury to patient.

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr ultra 8 intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the distal end of the teflon sheath was noted at approximately 27.9cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A section of arterial pressure tubing was connected to the iabc luer end. The iabc central lumen was noted bent within the flex-tip assembly area at approximately 5.4cm from the iabc distal tip. Kinks to the teflon sheath extrusion were noted at approximately 35.8cm, and 37.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. A small leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end is consistent with a crossover site between the central lumen and helium pathway. The iabc was re-submerged in water, with the iabc distal tip and iabc luer end blocked off, and leak tested. No other leaks were detected. The teflon sheath was moved towards the iabc luer end with no resistance. Upon moving the teflon sheath, a bend to the iabc central lumen was noted at approximately 35.8cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance at approximately 5.4cm, and the guidewire could not advance at approximately 35.9cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 9.9cm, 17.1cm, 45.6cm, and the guidewire could not advance at approximately 46.9cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab helium loss alarm is confirmed. During the investigation, a crossover leak was confirmed between the central lumen and helium pathway, which can cause blood to enter the helium pathway. It could not be confidently determined where the location of the crossover leak occurred. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the crossover leak. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.